Manufacturer narrative:
Patient demographic unknown. Part was missing rubber stopper, and not allowing surgeon to thread correctly. No injury to patient outcome reported.

Event description:
Medtronic representative reported difficulty tightening the reference pin. It was later discovered that the rubber washer was missing prohibiting the screw from tightening down. No impact to patient reported.